Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The product was requested but has not yet been received. A supplemental medwatch will be submitted when further information becomes available.

Event description:
According to the customer: an internal blockage of the oxygenator occurred 5 minutes after initiation of perfusion. Hemodilution was performed to lower blood viscosity. (B)(4).

Manufacturer narrative:
(B)(4). The product was visually inspected in the laboratory of the manufacturer. No clots were detected on the blood inlet and blood outlet side. During rinsing of the products no clots were flushed out. No abnormalities were detected. For further examination all four sides of the oxygenator were sawn open, and the mats were inspected for any signs of damage, marks or any other anomalies. No abnormalities were found. The number of gas mats was also counted, and there are 74 mats on the gas side and 23 mats on the side of the heat-exchanger this is within specification. There were no signs of any clotting between the mats, or anything else of note. Thus the reported failure could not be confirmed. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. A DHR review was performed for the affected product: basic lot 70114911 and packaging lot 70115474 (serial number (B)(4)). The avz from gmp 335 to gmp 349 (B)(4) was reviewed on (B)(6) 2017. There were no references found, which are indicating a nonconformance of the product in question. Additionally a review of the weekly performance monitoring according to si-c-09 has been reviewed (B)(4), the performance tests passed the acceptance criteria. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).